Event description:
Supplemental report is being submitted due to the completion of image review on (B)(6)2023 - the complaint of a shorter zib6 than the packaged labeled zib-6-8-60 is not confirmed. The image quality is too limited to conclude that the stent was not concertined.

Manufacturer narrative:
PMA/510(k) # k182980. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The biliary stent length is shorter than the standard after the patient's condition was diagnosed by the doctor, it was decided to implant two cook zilver biliary stents of zib6-40-8-6.0.when the first stent was released and implanted, the stent shape and expansion were good, but when the second stent was implanted and released, it was found that the length of the second stent was much smaller than that of the first stent, resulting in the lesion could not be completely covered. According to the angiography, the actual length of the second zib6-40-8-6.0 stent was not 60mm long, which was inconsistent with the length marked on the package. Due to the insufficient length of the stent, the lesion was not completely covered, so the doctor decided to implant an additional cook 8-60mm zilver stent zib6-40-8-6.0 in the second procedure to cover the lesion, and the postoperative effect was good. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
PMA/510(k) # (B)(4). Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
PMA/510(k) # k182980. Device evaluation: the zib6-40-8-6.0 device of lot number c1946379 involved in this complaint was implanted in the patient and was not available for evaluation. With the information provided, a document-based investigation was conducted. Lab evaluation ¿ n/a. Document review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. The review of the relevant manufacturing records confirms the failure mode has not previously occurred for this work order. There is no evidence to suggest that the customer did not follow the instructions for use or label. Image review: images were provided to support the complaint investigation. They were reviewed through cook research inc. (Cri) and the following comments were provided by the independent reviewer: impression: the complaint of a shorter zib6 than the packaged labelled zib-6-8-60 is not confirmed. The image quality is too limited to conclude that the stent was not concertinaed. Implantation of the right zib6-40-8-6.0 in the cbd alongside a left zib6-40-8, tendency of the right biliary duct lesion to propel stents distally, and increased density of the stent support implantation of a zib6-40-8-6.0 concertinaed to 4cm. Root cause review: a definitive root cause could not be determined. A possible root cause for inadequate stent expansion could be attributed to the stent being constrained by a hilar mass. As per medical advisor input ¿the stent could have been constrained due to the hilar (tumor) mass, and the right biliary duct lesion would have pushed the stent distally and shortened the stent to 4cm¿. Summary: the complaint is confirmed based on customer testimony. According to the initial reporter, a second stenting procedure was required in order to cover the lesion. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental follow-up MDR report is being submitted due to the completion of the investigation on 31-mar-2023 and an update to the investigation conclusions.